Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 02/01/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure).no deficiency has been identified for ss-hcg cartridge lot f18310a.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded suspected false positive results on a (B)(6) year old female patient with appendicitis and abdominal pain. There was no additional patient information. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. It is suspected that the positive results on I-stat are potentially related to a heterophilic antibody but unconfirmed at this time. The customer stated that the patient was not pregnant. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.